Event description:
Drive devilbiss healthcare received notification of an incident involving a duet rollator/transport chair that drive imports and distributes. The patient was using the product in the transport chair setting while being pushed by her caregiver. The patient went over the space between two sidewalk slabs, when allegedly the unit tipped over. She was taken to a nearby urgent care facility where they placed a knee brace on her and treated her for some cuts on her face. Patient is keeping the unit for now since no apparent defect or malfunction was observed.